Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not heat up enough. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the 8-way sock assy is corroded, the loom foot switch to ID board is defective, the psu board is damaged, moisture damage , damaged footswitch connector. The psu board and connector were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the vapr vue generator device did not heat up enough. . During in-house engineering evaluation, it was determined that the 8-way sock assembly on the device was corroded. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.